Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated the device was within normal range of operation. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the patient underwent a procedure to receive an upgrade to a cardiac resynchronization therapy pacemaker (crtp) on (B)(6) 2024. On (B)(6) 2024, the patient went into ventricular (vf) and passed away. It was reported the patient was at home during the death and high ventricular rate episodes were seen on electrocardiogram (egm) as the device was appropriately sensing vf. There was no complaint of malfunction by the physician. The system was removed following the death and the patient's wife requested the system be analyzed as they believed the death was device related.